Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 39 mg/dl. Customer¿s blood glucose reading were 250 mg/dl at the time of incident. Customer's other blood glucose reading was 250 mg/dl to 300 mg/dl. Customer also reported that the insulin pump had no delivery alarm. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.